Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain and discomfort following the implant, and in late 2011 after examination, she was diagnosed with eroded and exposed mesh, uterine prolapse, and vaginal prolapse. On (B)(6) 2012, the patient underwent a second gynecological procedure to remove the eroded sling and for vaginal repair. It was reported that the patient still has difficulty urinating. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of prior suburethral sling, perigee bilateral vaginal vault and uterine suspension with biologic graft, cystocele repair with biologic graft, retropubic suburethral sling with sparc, and cystoscopy on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6) -mesh exposure; recurrent prolapse. Additional narrative: it was also reported that the patient underwent cystourethroscopy on (B)(6) 2011 due to mixed urinary incontinence, anterior graft erosion and pop. On (B)(6) 2012, the patient underwent excision of prior suburethral sling, perigee bilateral vaginal vault and uterine suspension with biological graft, anterior enterocele repair with biological graft, retropubic suburethral sling with sparc, cystoscopy with calibration due to exposure of prior suburethral sling, uterine prolapse, vaginal and vaginal vault prolapse with intrinsic sphincter deficiency and urethral hypermobility. On (B)(6) 2012 the patient underwent removal/revision of anterior vaginal mesh and cystoscopy due to overactive bladder and vaginal mesh erosion. It was also reported that the patient underwent explantation of interstim battery and wire, excision of left sided-anterior vaginal mesh, anterior vaginal wound revision with flap advancement, cystoscopy with calibration on (B)(6) 2013 due to failure of effective interstim, and vaginal mesh erosion with skin flap advancement.